Manufacturer narrative:
(B)(4). Analysis of the 3777-60 lead (B)(4) found an insertion anomaly. All four stylets could be completely inserted into the lead, however, the green handle, blue cap stylet became difficult to push and the lead buckled when the tip was between the #5 to #6 electrode. Destructive analysis was performed on the distal end of the lead in the area where the tip of the stylet seemed to encounter resistance. There was no evidence of epoxy in the stylet coil in the area that appeared to be causing the difficult stylet insertion. The root cause of the difficult stylet insertion could not be determined. Analysis of the green handle, blue cap stylet (stylet accessory, unknown) found no significant anomaly. Analysis of the green handle, green cap stylet (stylet accessory, unknown) found no anomaly. Analysis of the white handle, white cap stylet (stylet accessory, unknown) found no anomaly. Analysis of the white handle, blue cap stylet (stylet accessory, unknown) found no anomaly.

Event description:
The lead package was opened for a trial but a malfunction was found. At initial condition the straight and soft stylet was inserted into the lead. To perform maneuvers, the initial stylet was attempted to be replaced with a bent, hard one. However the stylet could not be replaced due to friction that arose at the site around 5cm from the lead tip. The lead was not used and replaced with a new lead.

Event description:
It was further reported the patient received effective therapy with the new lead.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.